Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that they are unable to remove the battery cap on the insulin pump. Customer's blood glucose at time of incident was 400 mg/dl. Customer was advised to remove the battery cap with quarter and they were not able to remove. Customer was advised to remove it with large flat head screwdriver and still was not able to remove the battery cap. The customer was advised to discontinue use of the pump if there battery is low. The customer was advised monitor the pump closely if they continue to use of the device. Customer was advised that we sending replacement pump. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 400 mg/dl. The customer was treated for high blood glucose with injection. Customer declined to troubleshoot for high blood glucose.